Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. It was noted there was blood on the proximal conductor of the lead and it was not obstructed, there was blood on the distal conductor of the lead and it was not obstructed, the outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo, the inner insulation of the lead developed cosmetic (mio) metal ion oxidation while in vivo, the outer insulation of the lead developed cosmetic mio (metal ion oxidation) while in vivo. (B)(4). Concomitant products: addr03 implantable pulse generator (ipg) implanted: (B)(6) 2010; 5076-52 implantable pacing lead implanted: (B)(6) 2012.

Event description:
It was reported there was pocket erosion and possible infection. The lead was removed and replaced. No further patient complications have been reported as a result of this event.